Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.

Event description:
Reportable based on device analysis completed on 31-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 2.75x20mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion despite repeated attempts and the procedure was ended. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged. Synergy ous mr 2.75 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that on distal stent strut, stent struts were lifted from their crimped stent positions and misaligned. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found a kink at 280 mm distal from the distal edge of the strain relief. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.